Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed and unable to recover. Customer attempted the standard drawer recovery process and performed reboot, but the station failed to boot and display remained black. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was unable to recover. A field service engineer found that the unit was not powering on, but there was power to outlet. Unplugged each drawer to determine which drawer was causing short and found full height drawer was causing short when plugged in. Replaced controller cards and performed test, unit now powering on after board replacements. The system functioned as intended after the field service engineer repaired the device.